Event description:
It was reported that this pump had flipped approximately 1.5 years ago and the physician was able to flip it back. No patient symptoms were reported related to this event. This device system delivered baclofen.

Manufacturer narrative:
Product ID: 8709 lot# serial# (B)(4), implanted: 2004 (B)(6), product type catheter product ID: 8578 lot# serial# (B)(4), implanted: 2011 (B)(6), product type accessory. (B)(4).